Event description:
Description of the event: patient was having surgery performed with both arms strapped to arm boards. After surgery while the patient was starting to wake up, doctor noticed that the right armboard had come off table and hanging off the side of the table along with the patients arm.

Manufacturer narrative:
Tech confirmed there was an injury to the patient. Facility will not provide details. A visual examination of the 7 returned armboards, (6 spring release, 1 gravity latch) indicates signs of wear on all of them in the channel that fits over the side rail. Evaluation of the gravity latch indicates that it held firm when pushed up. The likely detached armboard was probably one of the spring release versions. Users are cautioned in the instructions for use to inspect the armboard prior to use and not use equipment that is worn, damaged or if pieces are missing. Service replacement parts are available for proper repair of the armboard if any of these conditions are noted.